Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "seroma and wound dehiscence" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and wound dehiscence.

Event description:
Patient reported "bad results", "reconstruction would go bad", "skin breaks open", "multiple seromas", and "implant tainted so they were replaced". Device has been explanted. This record is for the left side.

Event description:
Patient reported "bad results", "reconstruction would go bad", "skin breaks open", "multiple seromas", and "implant tainted so they were replaced". Device has been explanted. This record is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data.